Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a non-functioning channel select switch on the channel a keypad was confirmed by baxter quality engineering. This condition was attributed to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a non-functioning channel select switch on the channel a keypad. This condition had the potential to interrupt delivery. This condition was found in the biomed department upon power up. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.